Manufacturer narrative:
E2 e3- information unknown. The device was returned for investigation. Upon evaluation of the device, an e203 excessive pressure when inflated was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit is unable to display and a long beep sound ensued. The event occurred during maintenance and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred due to pipe line pressure sensor failure. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.